Manufacturer narrative:
(B)(4) date sent to the FDA: 4/6/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h4, h6 h6 component code: g07002 reported condition not confirmed additional h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned samples determined that an opened box with twenty-nine unopened samples of product code v334h were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed on body, tip, or swage area. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted and the actual complaint sample was not received for evaluation . (B)(4) date sent to the FDA: 4/6/2021 corrected information: d3, g1

Manufacturer narrative:
(B)(4). Events reported in 2210968-2021-01943, and 2210968-2021-01947. A manufacturing record evaluation was performed for the finished device batch number qhbdhdq0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a colon resection procedure on an unknown date and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. No additional information was provided.